Event description:
Liver problem, big knot on the bottom gum inside where the teeth can't fit right because of the knot it hurts. Burn gums and hurts when I put it on dentures super fixodent. (B)(6). Dose or amount: denture cream. Frequency: once daily. Route: oral. Dates of use: (B)(6) 2006 -- (B)(6) 2010. Event not abated after use stopped or dose reduced.